Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of broken stylet was confirmed. The product returned for evaluation was one 4fr sl powerpicc catheter and one 3cg stylet w/t-lock assembly. The stylet was evaluated and confirmed to be broken. The following observations were made which were consistent with this failure type: microscopic examination revealed localized delamination of the stylet tubing at the damage site(s), indicative of tubing kinking/folding. Measurements of the stylet tubing wall thickness and core wire outer diameter were taken and confirmed to be within specification. Although the break in the wire could be confirmed, the root cause could not be determined through examination of the returned sample. The observed features were indicative of circumstances which included stylet kinking, likely during the insertion process. It appeared that additional unidentified factors may have also contributed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that on the afternoon of 10/8 while placing a single lumen PICC approximately 2 cm of the stylet broke off into the patient and was retrieved by ir. Patient had to be sent to interventional radiology to have the broken wire retrieved. No other information provided, at this time.